Event description:
Baxter reported a loose catheter adapter on a transfer set that leaked. Reportedly, the loose catheter adapter issue occurred three times and pt secured the adapter by herself. The pt then was admitted to the hosp and was diagnosed with peritonitis. According to the rptr, the pt recovered after the event and provided feedback that the issue may be related to the loose catheter adapter. No add'l info was provided by baxter china.

Manufacturer narrative:
The actual sample was requested for eval, but has not been returned yet. Upon completion of the eval, the results will be provided in a f/u report.